Event description:
In 2003 the end-user called disetronic medical system and stated that tear at the luer lock. Experienced hyperglycemia because of it. In march 2003 maersk medical a/s received the complaint, 1 used tubing and 4 unused infusion sets.